Event description:
The customer reported the system displayed a filament error message and there was bad contact on the fluoro function. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the boards and calibrated the filaments. The system operates as intended.